Event description:
The customer reported bellavista1000 us had a disconnection issue during surgery. Furthermore, the patient had to be resuscitated and survived with no patient harm associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Manufacturer narrative:
Results of investigation: log file evaluation reveals no failure identified with the unit. Field service evaluation:fsr went onsite and downloaded the logfiles and related trending data. Bellavista verification procedure was performed and all tests passed.the fsr verified proper operation of the disconnect alarm by disconnecting the patient circuit at every connection and alarms worked properly and reset automatically when the circuit was reconnected. Response from the technical support regarding the log files states that the unit did have some alarms but they were appropriate and that the unit operated properly at all times and showed no equipment failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56.